Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to best of our knowledge.

Event description:
It was stated that the customer was hospitalized with high blood glucose levels over 600 mg/dl. The customer began experiencing high blood glucose levels the day prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. Checked the bolus history and found that the customer had not been using the bolus wizard feature correctly. Advised the nurse to relay this info to the dr.